Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. The device had not been in before for repair related to the customer stated problem. Functional and visual tests were performed, and the customer¿s reported problem was not duplicated, however, evidence in event history log indicated multiple high alarms displaying downstream occlusion sensor. The most probable cause was intermittent downstream occlusion sensor. To solve the customer's reported problem and bring the pump into full functionality, the downstream occlusion sensor was replaced. The device passed all functional tests after repair.

Event description:
It was reported that the device had a failed downstream occlusion. The event occurred during testing. There was no patient involvement.